Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: at the time of this report, the date of the event is unknown. Explant date: if explanted, give date: not applicable as to date the lens remains implanted. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A patient reported that after implantation of a zxt150, he is having trouble with close up vision (looking at menu's) and seeing glow/haze around the lights at night. The patient reported that both eyes are affected. Additional information provided indicated that the lens was not explanted, that the doctor ended up doing a yag laser treatment, but the patient reported still having troubles with close up vision and seeing the glow/haze around the lights. The patient stated that the left eye is a little clearer. He was given tear drops after his initial implant (he did not know the name of eye drop) and found out he is allergic to the drops. The patient was then given steroids as treatment. Patient has another follow up appointment in two weeks. The patient was informed by his doctor that after the yag laser he will not be able to replace the lens. The patient is planning to seek a second opinion. At this time, there are no plans to remove the lenses. No further information was provided. This report pertains to the patient's left eye (os). A separate report has already been submitted for the patient's right eye (od).